Event description:
Reported via medwatch (B)(4). It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient after the physician repositioned the device 6 times. There were no complications that were reported to have occurred. Post procedure later that day the device had embolized out of the laa. The device was located in the descending aorta near the kidneys. The patient was brought to surgery to remove the device. The surgery was successful and the closure device was removed from the patient. The patient was stable following these events. It was noted there was extensive ischemic damage to the lower arteries. The patient was considered critically ill and the family made the decision to withdraw support. Two days post procedure the patient passed away.